Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97745bp lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). UDI#: (B)(4); product ID: 97745bp, serial/lot #: (B)(6). UDI#: b3: event date is date valid h3: analysis found battery scrapped due to failed cycle count should be 150 reads 151. No anomalies visually observed. Analysis found controller scrapped due to screw holes causing case separation. Scrapped due to replacement front case unavailable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was that the controller wouldn't power on. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pt said that memory problem data has been lost appeared; agent reviewed screen meaning with the pt. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt said that the controller green light was not coming on however. Pt saw no apparent damage to the equipment. The controller screen was unresponsive, so the pt wasn't even able to set the date on the controller when prompted. The issue was not resolved. When asked for the event date, pt said that it was friday. Pt said during the call that the recharger relay box wasn't working as the relay box usually clicked but it wasn't doing anything now. Pt said that this issue started on friday as well. Agent understood that the pt tho ught that the recharger wasn't working since they were trying to use the recharger when the controller was blank/unresponsive. Pt confirmed that the recharger was working and recharging the ins otherwise. Pt mentioned that they have to have a MRI done so they needed the ins to be fully charged so that they could place the device in MRI mode.